Manufacturer narrative:
The customer returned the meter. Test strip lot 168936 was not returned. The meter appeared undamaged and clean on the outside. The meter was tested using retention strips from the other lot number involved in the complaint (15287911). The retention test strips were measured with the customer's meter in comparison with relevant retention test strips (lot 152879-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1: master lot and retention meter: 2.2 inr. Donor #1: retention strips and customer's meter: 2.2 inr. Donor #2: master lot and retention meter: 2.4 inr. Donor #2: retention strips and customer's meter: 2.1 inr. The maximum difference between measurements with the same blood sample was 14% (deviation 0.3 inr). The observed discrepancy exceeds the qc-internal warning limit by 1% - 10% (max. 0.2 inr for blood <= 2.0 inr and max. 10% for blood > 2.0 inr). Therefore, repeat measurements were performed with two additional marcumar donors, with inr > 2.0. Master lot strips (12415880): donor #3: customer meter: 2.1 inr, retention meter: 2.1 inr, retention meter 2: 2.1 inr, donor #4: customer meter: 2.1 inr, retention meter: 2.1 inr, retention meter 2: 2.1 inr. Reference strip lot (15287910): donor #3: customer meter: 2.1 inr, retention meter: 2.1 inr, retention meter 2: 2.1 inr, donor #4: customer meter: 2.0 inr, retention meter: 2.1 inr, retention meter 2: 2.1 inr. Reference strip lot (13703610): donor #3: customer meter: 2.0 inr, retention meter: 2.0 inr, retention meter 2: 2.0 inr, donor #4: customer meter: 2.0 inr, retention meter: 2.1 inr, retention meter 2: 2.0 inr. For the repeat measurements, the maximum inr difference was 5% between the customer's meter and retention meter, and maximum 5% difference between the other complained strip lot 152879-10 and master lot. These results are inconspicuous and below the warning limits. A warning limit was exceeded during the initial measurements with one of the two blood donor samples tested. The warning limit is 10% and one result out of four exceeds the warning limit at 14%. Warning limits do not mirror the specification, but are more strict because of the low number of measurements. Warning limits are designed to give an early warning signal which then triggers further investigation. During repeat testing on the additional 2 samples, the result above the warning limit was not reproduced. There is no indication that the meter malfunctioned. The returned meter and retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous inr results on a coaguchek inrange meter with serial number (B)(4). The customer was using 2 different test strip lots. This medwatch will cover coaguchek xs strip lot 168936. Refer to medwatch with patient identifier (B)(6) for information on coaguchek xs strip lot 15287911. The initial tests on the meter using strip lot 15287911 were 5.5 inr at 6:32 a.m., 4.2 inr at 6:34 a.m. And 3.7 inr at 6:36 a.m. The customer tested on the meter using strip lot 168936 at 8:20 a.m. And the result was 3.2 inr. A different finger was used for each test. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. No adverse event occurred. The customer currently has some stress, but feels fine. The meter and test strips were requested for investigation. Relevant retention test strips (168936-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.